Event description:
A pt reported blood glucose results "156 and 109 mg/dl" with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan had requested the return of the subject meter for evaluation, but has not yet received it.